Event description:
The patient's blood pressure (invasive) dropped to approximately 40mmhg but the monitor did not sound an alarm. The rn stated that the monitor showed "alarms off" but she had not turned off the alarms and the other staff had not turned them off either. Manufacturer response for bedside monitor/module, command module (per site reporter): field service rep came on site to evaluate. He was not able to identify any issues with the module. Module's configuration was sent to original equipment manufacturer (OEM) for evaluation.